Manufacturer narrative:
This report is for one (1) unknown humeral nail. Additional product codes for this report include hwc. The device was not explanted during the revision procedure on (B)(6) 2015. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure of a right humeral (elbow) fracture on (B)(6) 2015. A non-synthes plating system was implanted overtop an existing synthes humeral nail. This reported fracture was new and distal to the nail originally implanted on an unknown date. There was no allegation of pain or non-union with the synthes humeral nail, so the decision was made to leave the nail in place. A second revision surgery has been scheduled for an unknown date and an unknown reason. This report is for one (1) unknown humeral nail. This report is 1 of 2 for (B)(4).